Event description:
Customer reportedly received results of 279 mg/dl and 143 mg/dl within 10 minutes on the advantage system. No action taken based on device results. No adverse event related to the device reported. Requested return of the suspect device and replacement was sent.